Event description:
It was reported, in the angiography room, while the procedure was in progress, the tip of the catheter became detached. The procedure was immediately stopped and the md made an incision in an effort to find the catheter tip. He was unsuccessful and the catheter tip was not removed. The pt's prognosis is still being monitored. The procedure was done by a skilled md and the instructions for use were followed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.